Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting out of range impedance measurements that increased over the past year to greater than 2500 ohms. Threshold measurements were also increased. Attempts were made to perform a lead revision, however the patient was occluded so access could not be gained. Since the patient was not pacemaker dependent, the physician elected to keep the lead implanted. Pacing outputs were programmed to an appropriate safety margin. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.